Event description:
A vns consultant was attending a generator replacement surgery for (B)(4). Diagnostic testing could not be done pre-surgery due to the (B)(4) condition of their generator. The surgeon explanted the m102r end of battery life generator, and the existing leads were connected to a new m104 generator. A system diagnostic test was performed, which indicated high lead impedance. They tried multiple times to reinsert the pin, but still received the same high impedance results. They connected the new 104 generator to a test resistor, and ran generator diagnostic test. These results were completely normal, with an impedance value of 3000 ohms. It was recommended to try once more to back out the setscrew, reinsert the pin, and make sure the pins were past the connector block. It was also confirmed that the positive/negative pins were correctly aligned. Another system diagnostic test was performed and still warnings of high impedance were observed. Communication: ok,output status: ok, current delivered: 0ma, lead impedance: high,impedance value: greater than 10000 ohms, ifi=no. A full revision was performed. The explanted products are being returned for analysis but have not been received at this time. No x-rays were taken preop as the patient's generator was at (B)(4) and they had not had their battery checked in a long time. A portable x-ray with a c-arm was performed in the operating room and no lead break was noted. It was upon examination after explant that a small hole was observed in the silicone casing of the lead.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.

Event description:
Product analysis was completed on the patient's explanted model 102r generator. An end of battery life condition was duplicated. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service (eos) condition. A battery life estimation resulted in 1.18 years remaining before the near-end-of-service (neos) flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. The as received parameters, output current 3.25ma and duty cycle 24.64%, are greater than the last known parameters of the programming history, output current 2.25ma and duty cycle 16.19%. Therefore, the electrical performance of the generator, as measured in the lab, will be used to conclude that no anomalies exist and the eos condition is an expected event. The pulse generator module performed according to functional specifications. An analysis was performed on the returned lead portions. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 103mm and 297mm portions the marked connector quadfilar coil appeared to be broken (near the connector bifurcation area). Visual analysis was performed on the marked connector quadfilar coil break found on the 103mm portion and identified the area as having extensive pitting which prevented identification of the coil fracture type. Visual analysis was performed on the marked connector quadfilar coil break found on the 297mm portion and identified the area on two of the broken quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage. The area on another broken coil strand was identified as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. The area on the remaining broken quadfilar coil strand was identified as being mechanically damaged which prevented identification of the coil fracture type with evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the marked connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.

Event description:
The patient's explanted products were returned for analysis. Product analysis is pending on the patient's explanted lead. The model 104 generator used in the or was returned for analysis. The pulse generator was explanted/returned "due to its incompatibility with the new replacement lead". The pulse generator diagnostics were as expected for the programmed parameters. No obstructions were observed in the header lead cavities or connector blocks. In addition, the connector boot functional test pin passed. A bench lead inserted completely passed the negative connector block and was secured with the returned setscrew. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.